Event description:
Patient called reporting that the power unit for their lvad [left ventricular assist device] was alarming constantly with all the warning lights illuminated. Patient directed to ed where lvad coordinator exchanged internal battery with no improvement. Unit from the lvad clinic lent to patient until a replacement could be provided.